Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that the driver tip was stripped. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and optical inspection confirms the tip is not broken; approximately ~1.5mm of the tip has been worn, with the individual blades of the tip plastically deformed. Dimensional and material examination found to be conforming to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): the tip of the lock sleeve driver is broken off and the rest of the tip is stripped.